Manufacturer narrative:
Reference MFR report #: 2937094-2013-01095, 2937094-2013-00893. Fiber analysis: the fiber cap was found to be intact and attached and exhibited a drilled through condition and burnt detritus. The tip of the fiber was deformed. The fiber cap condition would prevent proper fiber function, likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The drilled through fiber cap condition may also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to the related to localized heat accumulation / user handling, due to anatomical / procedural factors encountered during the procedure, limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure, a side-firing fiber was observed to have damage at the tip at 52522 joules. The fiber tip of the second side-firing fiber was noted to be burnt at 62006 joules after 12 minutes of use. The fiber tip of the third side-firing fiber was observed to have been broken at 32552 joules after 7 mins of use. The procedure was completed with turp. "No harm to the pt reported and pt was reported to be "ok"." No further info was reported. This report is for the first fiber used.